Event description:
It was reported that the insulin pump received a button error alarm and the buttons are not responding. Customer is unable to clear the alarm. Customer did not know the blood glucose value at the time of the alarm. Last value was 3.4 mmol/l; treated at the time with food. Customer removed the battery and received the button error alarm. It was stated that the customer went to the restroom and dropped the device but it didn't touch or hit any kind of water. Customer wears the insulin pump in underwear; may have gotten sweaty. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.